Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated shoulder surgery after which the scs ipg was unable to communicate with the external devices. Therapy could not be turned on and the ipg was inoperable. Patient may undergo surgical intervention at a later date to address the issue.

Event description:
Additional information identified that the during the surgical intervention (B)(6) 2018 (reference MFR report #1627487-2017-08073) the ipg was operable and was reconnected to a new extension. Reportedly, therapy was resumed post-operatively.